Event description:
It was reported that during a lap appendectomy procedure, the device was opened and loaded, but the surgeon fired through the lock out and broke the device. Another device was opened and the surgeon began to fire it, but then stopped in mid-firing to reposition the device, causing the device to lock out. The patient is fine and has been released.

Manufacturer narrative:
Date sent: 10/17/2008. Evaluation summary: the analysis results found that the 6sb45 instrument was returned in good visual condition and with no cartridge present. The instrument was noted to have firing mechanism damaged. No functional test could be performed with the instrument as the firing mechanism was noted to be damaged. The instrument was disassembled to verify the condition of the internal components and the left shroud pinion axle support was broken. It is possible that the device was being fired on ticker tissue then indicated causing higher stresses in the mechanism resulting in the mechanism failure. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determined if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.